Event description:
Boston scientific crm received information that during a follow up visit; this implantable cardioverter defibrillator had reached the elective replacement indicator (eri) with a charge time of 19.7 seconds and a battery voltage of 2.67v. A the previous follow up visit six months earlier the charge time was 8.6 seconds with a battery voltage of 2.95v. Premature battery depletion was suspected. The device was to be replaced in the near future. No adverse patient effects were reported.

Manufacturer narrative:
To date, the device has not been returned to boston scientific crm. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators advisory population.

Event description:
On (B)(6), 2010 the device was removed, replaced, and returned for analysis.